Manufacturer narrative:
(Shp cable) the evaluation confirmed the reported event "ar-8330h shaver handpiece had a rip in the cord." And attributed it to use error.

Event description:
On 08/09/2024, it was reported by a facility representative via (B)(4) that an ar-8330h shaver handpiece had a rip in the cord. This was discovered during the case with no patient harm.